Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician couldn't insert the 5f mynxgrip vascular closure device (vcd) atraumatic tip into the procedural sheath. The sheath angle was tortuous because the patient was obese.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician could not insert the 5f mynxgrip vascular closure device (vcd) atraumatic tip into the procedural sheath. The sheath angle was tortuous because the patient was obese. The product evaluation indicated a balloon loss of pressure (blop). Multiple attempts to obtain additional information were unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the balloon had evidence of exposure to blood. The procedural sheath was not returned with the device. The sealant and advancer tube remained in their manufactured positions. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device. No resistance was felt during the investigation when the device being inserted and withdrawn. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a radial tear in the balloon approximately 3 mm from the balloon proximal neck. Review of lot f1635402 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿couldn't insert the vcd¿s atraumatic tip into the procedural sheath¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been due to the steepness of the angle of entry into the artery. It should be noted that the instruction for use (IFU) states: the safety and effectiveness of mynxgrip have not been established in patient with morbid obesity. In addition, a radial tear was observed in the balloon. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. Neither the product history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum (05/22/2018) the product evaluation indicated a balloon loss of pressure.